Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d9, h3, h4, h6

Event description:
Healthcare professional reported "the patient underwent breast imaging that detected prosthetic rupture. Today, patient underwent a prosthesis replacement surgery with intraoperative findings of prosthesis rupture." This record is for the right side. The device has been explanted and replaced with an unknown manufacturers device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "the patient underwent breast imaging that detected prosthetic rupture. Today, patient underwent a prosthesis replacement surgery with intraoperative findings of prosthesis rupture." This record is for the right side. The device has been explanted and replaced with an unknown manufacturers device.